Event description:
It was reported that the patient reports her vns was moving and sometimes got sore. Two years later it is reported that the patient will undergo repositioning surgery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).